Manufacturer narrative:
Date of event: (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date received by manufacturer: in MDR follow up #1, the date received of 12/15/2016 was listed; however, the correct date is 12/15/2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Date of event: at the time of this report, the date of the event is unknown. (B)(6). Customer did not request for a field service specialist visit to the site. Only an accessory exchange was requested. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported faulty handpiece-bare wire on the handpiece. There was no patient involvement reported.